Manufacturer narrative:
It was reported that in the middle of a breast lumpectomy, gauze fiber was found to have linted into the surgical site. The surgeon was required to remove the linted gauze fiber with forceps and the surgical site was irrigated. The patient was under general anesthesia at the time of the incident. The procedure did not last longer than expected and the patient did not require additional anesthesia. The procedure was completed without further reported incident. No impact to the patient or the patient's stability reported. No serious injury or follow-up care reported. A sample of gauze fibers only were returned to the manufacturer. Neither the gauze nor the surgical pack were returned to the manufacturer for evaluation. A root cause could not be determined. Due to the need for medical intervention to remove the linted gauze fiber from the surgical site, this medwatch is being filed. If additional information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that in the middle of a breast lumpectomy, gauze fiber was found to have linted into the surgical site.